Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they needed to do changes to their therapy. Patient mentioned that the healthcare provider (hcp) advised them to call manufacturer to do the changes on their therapy. Patient mentioned that they were thinking with the hcp that the device probably could have moved as they had not noticed much improvement of the symptoms since the day of the surgery. Agent reviewed therapy information and general programming guidance. Agent guided patient to connect to the implant and patient increased the therapy intensity to a comfortable level. Patient confirmed only noticing about 30% of improvement in the symptoms. Patient would continue to monitor their symptoms and was redirected to the hcp if the issue persist. The patient was redirected to their healthcare provider to further address the issue. Patient reported never received therapy benefit. (B)(6) 2025 lfc (hcp):no new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.